Event description:
It was reported the forceps was missing a piece, it is unknown if this was discovered during surgery or washing this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service evaluation was performed. The customer reported the end piece was missing. The repair technician reported the sleeve was missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: sleeve-2.7mm (2). This item was repaired, passed final inspection and returned to the customer on dec 10, 2014. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is may 17, 2004. The source of the manufacture date is the release to warehouse date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.